Event description:
It was reported that a discoloration on trunnion of stem in a grey color occurred.

Manufacturer narrative:
The MFR did not receive the device as it was implanted. The device history records for the given lot number was reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided. However there is no indication for a product failure. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).